Manufacturer narrative:
Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned.

Event description:
It was reported that a bd ultra fine¿ pen needle did not work.

Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd ultra fine¿ pen needle did not work.